Event description:
A customer contacted beckman coulter inc., (bec), and reported that the coulter lh 500 hematology analyzer generated an erroneous high basophils (ba) result without instrument generated flags on one patient sample. The customer questioned the result due to user-defined flag and a message for the ba parameter. Customer performed a manual smear and ba% result was lower. No incorrect result was reported outside of the lab and there was no change to patient treatment.

Manufacturer narrative:
The customer failed a (B)(6) survey; however, qc run before and after the event recovered within range. Erroneous ba result only occurred on patient sample. A field service engineer (fse) replaced the needle cartridge, and the elyse and slyse pump, and ran diff latron calibration. The fse verified repair per established procedures and results meet published performance specifications. The problem with high ba was resolved. The root cause is attributed to an elyse and slyse pump malfunction which caused a chemical imbalance. The following MDR numbers are associated with this event: 1061932-2011-01740, 1061932-2011-01741, 1061932-2011-01743, 1061932-2011-01744.